Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor memorygel breast implant gel prosthesis, catalog: 3543501, lot 270222, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor memorygel breast implant 350cc gel prosthesis. Rupture on the left breast prosthesis was diagnosed post procedure through an ultrasound. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 8/2/2018, mentor received additional information: is required intervention: check, is other serious: uncheck, explantation date: (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(4) 2018. Also on (B)(6) 2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(4) 2018; catalog # 3543501, s/ns (B)(4) (l) and (B)(4) (r). Device evaluation summary: the device was returned at mentor containing gel with a cloudy appearance. Brown material was observed within the device. Brown and white material, and gel were observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view that extended to the anterior view, measuring 13.3 cm. No other anomalies were found. Because mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. The device history record (DHR) of lot number 270222 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record ( DHR) of lot number 270222 reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).